Manufacturer narrative:
This follow up report is being filed to relay additional information. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged infection, metallosis, and bone loss of the femur and acetabulum. The acetabular cup and femoral head were removed and cement spacers were implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was noted in operative report confirmed the patient was revised due to infection, metallosis, and bone loss. Colored fluid was present during the procedure as well as synovitis. There was also black stained material surrounding the plate.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03897 / 03898). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged infection, metallosis, and bone loss of the femur and acetabulum. The acetabular cup and femoral head were removed and cement spacers were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.